Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving compounded baclofen (3000 mcg/ml at 360 mcg/day) via an implanted infusion pump. It was reported the patient was in the ICU with withdrawal like symptoms, on (B)(6) 2021. There were no environmental/external/patient factors that may have led or contributed to the issue. It was noted the patient was refilled, on (B)(6) 2021, but there was no bridge bolus programmed. Today, they calculated what need to be boluses to deliver the correct amount of drug, as well as ran logs. It was noted the issue resolved.